Manufacturer narrative:
Findings: act, esc buttons did not respond due to flattened button dome switches. No unlock on j2/lcd keypad connector noted. Pump received with cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated esc and act button are not responding. The customer doesn't recall any significant events leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.